Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin additionally it was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal technique prior to loading the cartridge. Customer¿s blood glucose was 117 mg/dl. Customer declined troubleshooting with tandem technical support.